Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd slip tip with be precisionglide tm needle, leakage occurred on one occurrence. There was no reported impact to a patient. The following information was provided by the initial reporter: syringe leaked incident occur : before use.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that before using the bd slip tip with be precisionglide tm needle, leakage occurred on one occurrence. There was no reported impact to a patient. The following information was provided by the initial reporter: syringe leaked. Incident occur : before use.